Manufacturer narrative:
One photo was provided by the customer, illustrating one nanoclave as separated from the manifold, and no additional damage or anomalies were observed. Two samples (1 used and 1 new) of list #am3127, 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock were returned by the customer for complaint investigation. The used device was received connected with a 3ml syringe. As received, one of the nanoclaves was broken off from the manifold. Both parts were visually inspected with uv light finding the presence of adhesive was felt to be sufficient and fully cured. No anomalies or defect on the brand-new sample was found. The 2 nanoclaves left on the used samples were torque tested, along with the ones on the brand-new samples, and all of them met the product specifications. Complaint of leaks can confirm based on the used sample findings. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock. A clinician reported leaking from the nanoclave on the manifold (closest to the patient) while lipids were infusing on a patient in the nicu. Leakage was found all over the patient¿s bed, so the the manifold was pulled/removed from the patient. The staff broke the set down and brought it to the clinical management team. The clinical leadership team noticed that they could fit a fingernail between the nanoclave and the manifold base, which was odd. As soon as they tried putting pressure on the nanoclave with very little force, it ended up falling completely off of the manifold which is supposed to be completely bonded. The nanoclave did not come off while in use with the patient, but they still had leaking issues while in use. The product involved was used throughout the night, less than 12 hours. The product was not reprocessed or re-sterilized. There was no patient harm; however, there was a delay in therapy for an unspecified amount of time.